Event description:
It was reported that at follow-up, high capture threshold and decreased sensing were noted. Lead dislodgement was noted via fluoroscopy. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.